Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg), assisted to clear the alarm and assisted in the disconnecting process. The cg would contact the nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported problem, the hp stated that she had no idea how the air had gotten into the lines. The hp did not notice anything unusual about the supplies they were using. The hp was continuing therapy without any other complications. The hp did report the alarm to their nurse. No further information was provided. There was no injury or medical intervention reported.